Event description:
It was initially reported that the display on the device was distorted. After an evaluation of the device, it was observed that the device would not complete the boot up process. The device would not have the ability to deliver defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the removed assemblies and isolated the failure to boot issue to the system pcb assembly. The most likely cause for the failure to boot up was determined to be the u61 ic chip on the system pcb. A component, u8, malfunction on the user interface pcb was observed to cause a display distortion.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.